Event description:
It was reported that the impedance was high on the high voltage coils triggering a patient alert. Pocket manipulation caused drastic changes in the coil impedance. Noise was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6); 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the impedance was high on the high voltage coils triggering a patient alert. Pocket manipulation caused drastic changes in the coil impedance. Noise was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was flexed. It was also noted that the rv defibrillation coil was flexed. Product performance information was returned, analyzed, and high resistance/impedance was noted. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6)2013. The weekly hv lead trend data shows an increase for maximum svc defibrillation impedance at 40 to 220 ohms peak between (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.